Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Event description:
It was reported that a pulmonary clinical care fellow from the hospital reported that the patient experienced a pump blockage alarm. As a result, the patient was transitioned to a hospital pump. The male patient was currently in the emergency room, though the specific reason for the visit was unknown. It was unknown whether the issue caused or contributed to any clinical injury. The patient was switched to a hospital pump, but it was unknown if a backup device was available or if the infusion was successfully continued.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.